Event description:
On 7/27/94, an aus device was implanted. On 2/12/96, a tandem cuff was implanted. On 7/10/96, the original cuff was removed from the pt and replaced due to recurring incontinence, explanted proximal cuff and implanted new cuff distal.